Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleaks.

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (tgu343415j/13403900) for a thoracic aortic aneurysm repair. The patient tolerated the procedure. Date unknown: an angiography revealed a distal type I endoleak and an aneurysm enlargement (size unknown). The physician planned to do an additional procedure. On (B)(6) 2016, an additional conformable gore® tag® thoracic endoprosthesis (tgu343415j/15175343) was implanted for the distal type I endoleak repair. The endoleak remained because the edge of the stentgraft was not fixed around superior mesenteric artery. No further information was obtained.